Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between december 5, 2023 ¿ december 6, 2023. H11: five (5) devices were received for evaluation with 76, 77, 77, 78, and 79 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (05) large volume infusors underinfused during infusion. The issue was described as, 'did not deliver all their contents'. These contained piperacillin/tazobactam 18000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.